Event description:
It was reported that the stent separated from the balloon while being positioned in a left iliac lesion (contrary to IFU). The stent was able to be expanded and deployed at the lesion site using several smaller dilatation balloons. No patient injury was reported.